Event description:
It was reported that following a pump replacement in 2008, the patient experienced increased spasticity and tremors. The new pump was programmed to deliver a 100 mcg bolus the following morning. No drug effect was noted. A catheter dye study was performed which revealed an intact catheter with dye in the intrathecal space as evidenced by a myelogram on fluoroscopy. Subsequently, three roter studies were performed; no rotation of the rotor mechanism was noted on the first study. The rotor movement was within normal limits on the second and third studies. Dose increases were made with no drug effect noted over the following three days. The patient returned to surgery for another pump replacement; it was then noted that there was a small perforation in the proximal catheter which was contained in the pump pocket. The portion of the catheter was also replaced. The patient recovered without sequela.

Manufacturer narrative:
The pump was returned for analysis; the catheter was not returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results: used for the catheter.